Event description:
During the endoscopic vein harvesting procedure, the scissors "did not work." A second device was used to complete the procedure. No pt complications were reported by the hosp. Based on the failure analysis of the returned device, the scissors would not open. This is a reportable malfunction.